Event description:
Information was received from a patient (pt) regarding an external device. Pt stated they were hospitalized at va and lost their com municator and handset and cord. Agent emailed repair for communicator and transferred pt to sunmed. Pt then stated they woke this morning with so much pain and cannot feel stim, pt believes his stim is off. Agent redirected to hcp. The pt called back stating sunmed told them something was not paid for from 3 years ago. Agent made outbound call to sunmed and confirmed bundle will be sent which includes handset and communicator. However, sunmed agent stated they are waiting on a response from the va for the items. Agent sent update email to repair. At the end of the call, pt repeated concern that they feel stimulation has shut off. Pt thought their intensity was at a 3. Pt stated it may have shut off and does not feel stimulation since maybe before they went to bed last night. Agent reviewed vanta implant information and eos. The pt stated they were told the implant would last 2-3 years. Pt stated they had to charge their previous implant once or twice a week. Agent redirected to hcp to further address not feeling stimulation.

Manufacturer narrative:
Continuation of d10: product ID tm91scs. Product type product ID pa9000, product type multiple therapy product medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.